Event description:
It was reported that the patient experienced pain around top of leg and hip, having trouble getting up. Metal levels are 4.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.